Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was being put away into inventory on (B)(6), 2010 when, according to the complainant, the device package was found open. No other damage was noted to the shipping packaging. There was no patient involved with this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.